Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received in one piece. The lens was visually inspected under a microscope at 12x magnification. Both haptics loops (leading and trailing) are damaged and kinked; indicating that the lens was handled and prepared for surgical use. The manufacturing record review was performed. No non-conformances with respect to the final product release process. There are no associated nonconformity reports or deviations. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a capsule broke (tear in capsule) when the intraocular lens (iol) was inserted into the patient¿s left eye. Reportedly, the lens could not hold in the eye; therefore, a vitrectomy was performed and the surgeon used an mt4, 19.5 diopter lens instead. There was no report of wound enlargement or patient injury from the lens. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.